Event description:
Report received of a non-delivery. The pump was returned to central distribution with an unsigned note that read, "during set up the pump sounded like it was working, but no solution was coming out of the tubing". There was no tracking information in order to obtain specific patient information, pump programming, or event data. There was no report of any adverse patient event or delay in therapy associated with this device.